Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Allegedevent I requested the next set as I was using 15. Sent photos and tech told me to go back 2 aligners. Caused such severe pain, I went to dentist who said the aligners caused a stress fracture and wants me to go to an endodontist. Tried putting aligners back on and couldn't sleep for three nights. Can't eat on one side. Tried wearing them again, sent me into severe pain again. I want a full refund, plus insurance, and help to cover upcoming treatment and possible oral surgery.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.